Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 509 mg/dl; cause was unknown. Reportedly, the pump supplies were changed to address the occlusion and a correction bolus via the pump was delivered to address the elevated bg issue and insulin delivery was resumed.